Manufacturer narrative:
Other relevant device(s) are: product ID: wr9200, serial# (B)(4), product type: recharger, product ID: wr9200, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) who reported the patient was having trouble recharging because they had a tough time getting the wireless recharger (wr) to connect. Due to this, the implantable neurostimulator (ins) was currently depleted. The rep was walked through trying to reposition the wr, adding layers with belt, and even reducing layers but only able to receive a "good" connection intermittently as the device will disconnect after 15-20 seconds and then go back to looking for the device. The rep tested with an extra wr and experienced the same results. The issue was not resolved through troubleshooting. The rep stated the patient has had so many devices they could have quite a bit of scar tissue. It was confirmed that device is palpable. It was reviewed that this scar tissue could be causing interference, but they may want to discuss with hcp to investigate further. A few days later the rep reported the patient had more success finding an intermittent ¿good¿ signal when holding the wr horizontally. Additional information was received from a manufacturer representative (rep) reporting that the cause of the intermittent connection was not determined. They repositioned the wireless recharger (wr). Additional information received from the consumer reported they had their rechargeable device replace with a non-rechargeable device on november 12th due to charging difficulties like maintaining a connection between the wireless recharger and implant as it would it lose connection suddenly with any movement resulting in the implant depleting several times. After implant the consumer wasn¿t told how to link the handset with the new implant and needed assistance which was done without any issue.